Event description:
(B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) due to high battery impedance. The device was reprogrammed back to dual chamber and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on 20 jun 2011. (B)(4) version 8 installed 16 feb 2011. Impedance - high resistance/impedance. High battery impedance leading to eri.